Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the distal insulation damaged at 31.3 cm from the connector pin due to clavicular crush. This could cause the reported problem.

Event description:
It was reported that the lead exhibited loss of sensing and less than 100 ohms impedance. The lead was explanted and replaced.